Event description:
Voluntary report by (B)(6) . Heater cooler devices tested positive (1 for 6 colonies and another 1 for 1 colony) of ntm m. Chimaera. The device with 6 confirmed colonies was taken out of service and the device with one colony is only used for life threatening emergencies. Due to the public controversy surrounding the infections traced back to the heater cooler devices used during open heart surgery, we performed testing of our three devices in (B)(6) 2016. We received notice that two of three devices tested with small amounts of m. Chimaera ntm colonies. The largest load of colonies was 6 in 100 ml for device serial number (B)(4), device serial number (B)(4) tested with one colony of m. Chimaera. Our third device, serial number (B)(4) was negative in all cultures. We are using the device that tested negative for our open heart surgery program. The device with the 6 colonies of m. Chimaera was taken out of service. The device with one colony is only to be used in life threatening emergencies such as in back up for our angioplasty program.